Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during the loading sequence, the cartridge was observed to be leaking. Customer changed cartridge to resolve the issue. Customer's blood glucose was 156 mg/dl.